Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn4154 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer PICC was originally at 8cm migrated to 10cm. No other information was provided.

Event description:
It was reported by the customer PICC was originally at 8cm migrated to 10cm. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter migration was inconclusive because the clinical setting in which the event was alleged to have occurred could not be recreated. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The catheter was trimmed at the 48cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Microscopic inspection of the sample was unremarkable. The suture wings appeared well-formed. No deficiencies were discovered during evaluation of the returned sample; however, the reported clinical event could not be replicated. Consequently this complaint is inconclusive at this time. Potential contributing factors include catheter insertion and securement techniques.